Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the sensor was applied to the patient for about 2-4 hours on the right foot. The medical engineer had suspicion of a "low temperature burn". The patient used the sponge tape (foam wrap) over the led compartment. The skin looks like it was slightly swollen. The sensor site was changed/rotated 2-4 hours. There was no medical intervention. The healing progress of the affected area was observed. The patient has "no problem now".

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.